Event description:
It was reported that, wife of patient is experiencing pain and can¿t lift leg. Pt has metal in blood. Pt has revision surgery set for (B)(6).

Manufacturer narrative:
An eval of the device cannot be performed as the device remained implanted in the pt and was not returned to the MFR. Device info has not been provided at this time. Info received from the pt indicated that reported device may be either rejuvenate or abgii. Add¿l info pertaining to the device referenced in this report (including x-rays and medical records) has been requested. Should add¿l info become available, the eval summary will be submitted in a supplemental report.